Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode caused by non-cardiac signal oversensing. The s-ICD started to charge but the shock was diverted. The s-ICD sensing vector was changed from secondary to alternate to resolve the issue. No adverse patient effects were reported. Subsequently, the patient was seen for an inappropriate shock due to noise and oversensing. The issue was unable to be recreated during an in office visit. Data was later reviewed by technical services (ts) who confirmed a favorable system placement and stable weekly impedance measurements. Ts stated possible root causes being electrode damage or a possible connection anomaly. The system was explanted and is expected to be returned for analysis.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. A laboratory test electrode was inserted into the header and was verified to be able to be fully inserted and connected. Next, the returned electrode was connected to the device and a signal was injected into a saline tank with the device and electrode. In secondary vector, sensing was monitored and the electrode was manipulated. The artifacts observed in the field were not reproduced. Analysis did not identify any device issues that would have caused the observed oversensing and inappropriate shock.

Event description:
Boston scientific received information from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode caused by non-cardiac signal oversensing. The s-ICD started to charge but the shock was diverted. The s-ICD sensing vector was changed from secondary to alternate to resolve the issue. No adverse patient effects were reported. Subsequently, the patient was seen for an inappropriate shock due to noise and oversensing. The issue was unable to be recreated during an in office visit. Data was later reviewed by technical services (ts) who confirmed a favorable system placement and stable weekly impedance measurements. Ts stated possible root causes being electrode damage or a possible connection anomaly. The system was explanted and returned for analysis.